Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to loss of best-corrected visual acuity. The lens was exchanged for another same model but different diopter lens and the problem was resolved.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. - 81 (other): lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).